Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of deep/unspecified infection occurred >90 days post implantation. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source. This complaint will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03306, 0001822565-2023-03307, 0001822565-2023-03308 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, the patient underwent a second procedure due to infection. The procedure was unable to be completed. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.